Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, during the procedure, the ablation catheter was not stable and error 401 was displayed on the carto 3 system. The vector also was shaking. To troubleshoot, they replaced the catheter and the reported issue was resolved. The procedure was completed successfully. There was no patient consequence reported. The vector shaking was assessed as non reportable for a force issue. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The error 401 was assessed as non reportable for a carto recognition issue. The device cannot be recognized by the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-mar-2023, there was reddish material inside the pebax and a hole on the surface of the tip area. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 06-mar-2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 01-feb-2023. The device evaluation was completed on 06-mar-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a hole on the surface of the tip area. The device was connected to carto 3 system and the device was recognized. However, errors 105 and 106 appeared on the system. The hole at the pebax could be related to the issues found and the issues reported by de customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number:(B)(4).